Event description:
It was reported that the wake button was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.